Event description:
It was reported that there was a right poly exchanged due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a right poly exchanged due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Indicated all devices accepted into final stock met specifications. Indicated there has been 1 other event for the lot referenced. There has been 1 other event for the sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.